Event description:
After [redacted] sat down at console, "right eye is not working" per md. Called (B)(6) numbers and spoke to tech support. Tech support instructed staff to unplug and plug camera back in 4 times. Robot right eye still did not appear on screen/monitor. Another 30 degrees scope opened and that worked. Upon turning on the robotic camera, the md was unable to see through the camera. It as blurry/hazy appearing. Camera was switched out and procedure was able to resume without harm. This has happened before. After speaking to the or manager, manager states that when the equipment becomes old this occurs as normal wear and tear. The device was returned to the manufacturer.